Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the control bar had side play and the motor was found to be 'dead' and on the low end of specifications. The unit was recalibrated and the motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device was unable to cut skin graft accurately during surgery. There was no harm or injury to the patient or operator. No adverse events were reported as a result of this malfunction.